Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06654. It was reported that an air embolism and pericardial effusion with tamponade occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 24mm watchman ® laa closure device & delivery system (wds) were used. During the advancement of the wds through the was an angiogram was performed. They noticed that there was air in the appendage. The procedure was continued after noticing this. When the closure device was deployed it canted and elongated due to the patient¿s anatomy. After the closure device was deployed the patient¿s blood pressure dropped. Following this it was decided that the closure device needed to be fully recaptured. The physician began the recapture, but stopped due to the device shoulders collapsing and the device feet changing in appearance. At this time a pericardial effusion with a tamponade was noticed which was potentially from a perforation. A pericardiocentesis was performed. The release criteria was reviewed and it was decided to leave the device in the patient and to continue to treat the blood pressure drop and reduce the effusion. The physician performed a pericardial tap and auto transfused 1000 cc¿s of blood from the pericardium. The patient progressed to a hemodynamic stable state following the pericardial tap and was moved to the intensive care unit (ICU). The patient¿s blood pressure increased from the dropped state of 38 systolic to 162 systolic. On (B)(6) 2018, the patient had a small residual effusion and was doing well in the ICU. The patient is home now and was perfectly fine on the follow up visit.